Event description:
It was reported that empty cartridge alarm occurred while caller believed cartridge still contained insulin, and caller also noted that insulin gauge had previously shown 0 units when 120 units were expected, leading to concern about inaccurate fill estimate. Customer¿s blood glucose level was reported as high, but specific value was unknown, and there was no additional information about overall impact to the customer¿s blood glucose level. Customer delivered correction bolus using pump, loaded new cartridge to resolve earlier discrepancy.